Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons functioned properly. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 123 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.